Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Photographic analysis: one photo was provided; the picture shows a device on hands. The device has the battery loaded and the jaws and the firing trigger are closed. The manual override door is out of position. The device is loaded with a white reload. The knife indicator is advance. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information requested and received: please confirm that the device was discarded. Yes. What troubleshooting steps were taken to open the jaws of device? Followed up the IFU. What is the surgeon¿s experience utilizing the manual override system? Chief doctor. How many strokes did surgeon attempt to complete using the manual override? Many times. What is the current patient status? Stable and left from the hospital.

Event description:
It was reported that could not return blade. During the endoscopic right hemi hepatectomy, after fired with ecr60w when severing the hepatic vein. The blade moved to the distal end, but could not return back. Knife reverse button did not work, manual override lever also did not work. Changed to open surgery, used blade to cut the vessel and used suture to sew the vessel. The patient lost about 1000ml blood with blood transfusion. The patient is stable and in the hospital now.